Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they were unable to rewind the insulin pump. Customer's blood glucose level was unknown. Customer also stated that the insulin pump failed displacement verification test. The device will not be returned for analysis.

Manufacturer narrative:
Device passed self test, active current measurement, and sleep current measurement. Pump received error 38 during rewind due to corroded motor home switch. Device received with scratched case and pillowing keypad overlay. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to rewind anomaly. Device tested outside the pump and received pump error 38 at rewind.